Event description:
It was reported that there was an atrial lead warning the same day the patient had spinal surgery due to high impedance. The lead was checked and it was reported that the warning was likely due to the surgery and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: adsr01 implantable pulse generator (ipg), implanted (B)(6) 2010. (B)(4).